Event description:
Report rec'd of j retention wire fracture without protrusion through the outer polyurethane insulation. A fracture was found on this device in 1995. A second fracture was found in a different area of the lead on 8/1/98.